Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of initial report. Follow-up to be submitted upon completion of investigation.

Event description:
User reported discrepant result. Received positive result followed by 2 negative results on repeat testing. Asymptomatic. Fully vaccinated.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Adverse events on section b1, has been deselected after being inadvertenlty check in initial report.